Event description:
This console was not on a pt. The customer reported that during a routine console system checkout, the primary air tank connection did not appear to seal completely, allowing air to leak from the connection to the air tank. This alleged product malfunction poses no risk to a pt because it occurred during console checkout and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to continue to perform its life-sustaining functions, as the reported issue does not affect the functions of the reserve air tank system. The high pressure hand nut and fitting have been returned to syncardia for evaluation.